Event description:
The plaintiff was implanted with an ams monarc sling on (B)(6) 2009, ¿to treat her stress urinary incontinence and other injuries.¿ it was alleged by the plaintiff¿s attorney that the ¿plaintiff has suffered severe and permanent bodily injuries and significant mental and physical pain and suffering,¿ and other damages. It was also alleged that the plaintiff underwent, ¿extensive medical treatment, including, but not limited to, operations to locate and remove mesh, operations to attempt to repair pelvic organs, tissue, and nerve damage, the use of pain control and other medications, injections into various areas of the pelvis, spine, and the vagina, and operations to remove portions of the female genitalia.¿

Manufacturer narrative:
Should add¿l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.